Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was a an error 1871 in the history. A functional check was conducted and the reported issue was able to be confirmed. The pump was found to be displaying an "1871" error code message on power up during the investigation. It was recommended that the motor be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1871 constant alarm and screen damage. The issue occurred during testing and there was no patient involvement.